Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 500 mg/dl; cause was not known. Reportedly, an insulin injection was administered to address bg. At the time of the report, customer declined tandem technical support¿s (cts) offer to perform a pump system check. Although multiple attempts were made by cts to obtain additional information/perform a system check, customer did not reply.